Manufacturer narrative:
.

Event description:
It was reported by the health care provider that device testing done in 2007 showed no communication with the implant. Troubleshooting did not resolve the problem. It was confirmed that there was no output from the device and the pt did not response to stimulation. Explantation/reimplantation surgery was recommended.